Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was suspected infection at the lead/extension site. As such, surgical intervention was undertaken on (B)(6) 2024, where the extensions were disconnected from the leads, new boots were put on the leads, and incision was closed. They were cut at the location of extension/lead connection but not removed. The extensions remain implanted and connected to the ipg.

Manufacturer narrative:
B3: date of event is estimated.